Event description:
It was reported that the patient presented for a follow up in clinic. The patient was not dependent on the device for normal function and had a normal intrinsic rhythm. It was noted that there was no capture on the right ventricular (rv) lead and sensing was poor. It was confirmed that the rv lead had pulled back into the right atrium. Programming changes were made; therapies were programmed off. The patient was pending a rv lead extraction.

Manufacturer narrative:
Final analysis notes a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. The reported events of ¿no capture¿ and ¿sensing was poor¿ were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damages. The measured full helix was within specification.

Event description:
New information received notes the right ventricular (rv) lead was returned implying it was explanted and replaced.

Manufacturer narrative:
Further information was requested but was not available at this time.